Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure mode could be operator¿s error- missed plug the catheters into the spigot on the manifold and cause occluded drainage eye (reduced flow rate).the lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labelling review due to unknown product code. Although the product family was unknown, the foley catheter product ifus were found to be adequate based on past reviews.

Event description:
It was reported that two patients were being treated for low urine output but after replacing the foley catheter, large amount of urine were returned. No medical intervention was reported.